Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified ostium of the diagonal artery. The lesion was predilated with a 2.0x12mm and a 2.5 x12mm maverick balloon. A previously placed non bsc stent was implanted in the left anterior descending artery (lad) and the physician attempting to cross a 2.50x8mm taxus liberte stent through the previously placed stent to get to the diagonal artery. However, the struts on the implanted non bsc stent made it difficult to cross the lesion with the taxus liberte device. The physician tried to force the stent through the previously implanted stent but was unsuccessful. The physician removed the taxus liberte stent from the patient and found that the struts were flared on the distal end. The procedure was completed with the balloon predilation results. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).